Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. Visual inspection of the unit under test (uut) found no visible defects, damage or contamination. The uut was tested and found to operate to specifications. The event trace review found the ventilator to have operated according to specification. Inquiries to narrow the timeframe of the complaint went unanswered by the client. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to (B)(6)that unit stopped ventilating while on a patient on the lap top ventilator 1200. The customer reported the patient was swapped to a different ventilator. The customer confirmed there was no patient harm associated with the reported event.